Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien service engineer loaded and conducted the final testing only.

Event description:
It was reported that the bottom screen display changed colors. There was no patient connected to the device.